Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09052019-0000429355 submitted for adverse event which occurred on (B)(6) 2017. Mwr-09052019-0000429356 submitted for adverse event which occurred on (B)(6) 2018. Mwr-09052019-0000429357 submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2018. It was reported that the patient underwent recurrent incisional hernia repair surgery and lysis of adhesions on (B)(6) 2018 during which the surgeon noted the previously placed mesh was dissected from the abdominal wall and a piece of mesh was found balled up in the umbilical defect. The mesh was excised. It was reported that the patient experienced severe pain, nausea, chills, inflammation, bulging, loss of appetite, stress and anxiety. Other implanted product is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 3/25/2021. Additional information: a1, a2, b7, d3, g1.